Event description:
New information received notes that it was low pacing impedance noted on the rv lead.

Event description:
It was reported that an unspecified impedance anomaly was noted on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.